Event description:
In 2009, a female patient underwent revision surgery for previous back pain, radiolucency of sequoia polyaxial screw at left l4, and pseudoarthrosis. During initial exposure in surgery, a tear in the dura occurred, the exact location of which was undetermined. The dura was repaired with silk sutures and tissue sealant. This extended the surgery time 15-20 minutes. Pseudoarthrosis at the fusion site was confirmed. Using a sequoia dorsal height adjuster and sequoia final driver, the surgeon began removing the construct screws. The left l4 screw was found to be very loose. The surgeon replaced the entire construct and implants with the exception of the implant at l5-s1 which was left in tact.

Manufacturer narrative:
No products will be returned. Evaluation is pending upon completed investigation of the product.